Event description:
Customer alleges there is a spring broken in her front riggings and it won't stay latched. No injury alleged.

Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. Consumer stated that a spring broke in the front riggings of her 6490 rehab shower chair. This product has been discontinued and no replacement parts are available. No injury alleged. No RMA issued.